Event description:
Customer reports a rash on face around mask area. Dermatologist seen and put on steroids. Customer does not perform regular maintenance cleaning of the CPAP equipment as stated in our IFU.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Soclean believes this complaint is related to the philips recall of the dreamstation 1, not the soclean device. Soclean is processing this complaint in accordance with its complaint handling and quality system processes.